Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not turn on. Customer reported physical damage to the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with broken battery tube threads noted. The test reservoir p-cap was able to lock in place. Device received with blank display due to severely corroded battery cap contact noted. However after replacing the battery cap with test battery cap device power up properly and passed displacement test, self test, off no power test and all operating current test.